Event description:
A malfunction was reported with the customer's insulin pump, displaying a malf 16 code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with a pump reset, but the issue persisted, so a decision was made to replace the pump. The customer was instructed to use an alternate insulin delivery method and was informed of the process to return the faulty pump. A replacement pump was confirmed for delivery, but there were complications with the tracking and shipping, leading to actions by technical support to resolve the issue. Eventually, appropriate tracking information was provided, and the customer acknowledged understanding the steps required upon receiving the replacement pump.